Event description:
It was reported that on (B)(6) 2018, the patient's inflatable penile prosthesis (ipp) device was explanted and replaced due to fluid loss in the left input tubing. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.